Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150101 captures the reportable investigation result of stent failure to expand. Block h11: a wallflex biliary stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. A functional test was performed by actuating the delivery system, during which resistance was noted. In addition, expansion issues were observed. Visual examination revealed tissue residues on the stent. No other damage was identified on the stent or the delivery system. Product analysis confirmed the reported stent deployment failure. The expansion issue was most likely caused by tissue residues present on the stent, which compromised its functionality. This obstruction prevented proper stent expansion and adversely affected the expected outcome of the intervention. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was used to treat a benign stricture in the common bile duct during a stenting procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, when deployment of the stent was attempted, the stent did not open. The stent was removed from the patient while still fully covered by the outer sheath. The procedure was successfully completed using another device of the same type. No patient complications were reported as a result of this event. Note: this complaint has been deemed MDR-reportable based on the investigation, which revealed that the stent did not expand. Please see block h11 for full investigation details.